Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was 620 mg/dl. Customer stated that the insulin pump was not working correctly, it was alarming no delivery and motor error. Nothing further was reported.